Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. No additional information was provided during intake. The discharge summary was received on (B)(6) 2022, which revealed the patient presented to the emergency room (ER) on 26/jun/2022 for shortness of breath (acute respiratory failure lasting 3 weeks), cough, hemoptysis, and weakness. While in the ER, a chest x-ray diagnosed/confirmed the patient with covid-19 pneumonia and was provided supplemental oxygen. The patient was transferred on (B)(6) 2022 to a larger hospital which offered nephrology services. Upon arrival to the second acute care hospital, the patient was found to be uremic, (values not provided) hyperkalemic (6.1 mmol/l initial hospital, 5.3 mmol/l second hospital), and the decision was made to transition the patient to hemodialysis (hd). A tunneled hd catheter (not a fresenius product) was surgically placed on (B)(6) 2022, and the patient tolerated the transition without reported issue. The patient¿s dyspnea abated after the covid-19 pneumonia was successfully treated with dexamethasone, mdi therapy and rocephin. The root cause of the hyperkalemia was not provided, however there was no mention of any cardiac side effects. After discharge on (B)(6) 2022, the patient was scheduled to start incenter hd (m-w-f) on (B)(6) 2022. The patient has recovered from the events. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of covid-19 pneumonia, acute respiratory failure (characterized by cough and dyspnea), hyperkalemia, weakness, uremia, and hemoptysis, which warranted hospitalization. The definitive etiology of the events is unknown; however, the predominance of the patient¿s symptoms are a byproduct of the covid-19 pneumonia. Additionally, the patient¿s pdrn reported the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Patients with esrd are more vulnerable to severe covid-19 infections than the general population. Also, hyperkalemia is a common finding with regard to electrolyte imbalances in esrd patients, as the patients¿ lack of urinary output predisposes them to imbalances. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the liberty select cycler caused or contributed to the serious adverse events. Furthermore, there is no report the device failed to meet manufacturer specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized. No additional information was provided during intake. The discharge summary was received on 28/jul/2022, which revealed the patient presented to the emergency room (ER) on (B)(6) 2022 for shortness of breath (acute respiratory failure lasting 3 weeks), cough, hemoptysis, and weakness. While in the ER, a chest x-ray diagnosed/confirmed the patient with covid-19 pneumonia and was provided supplemental oxygen. The patient was transferred on 26/jun/2022 to a larger hospital which offered nephrology services. Upon arrival to the second acute care hospital, the patient was found to be uremic, (values not provided) hyperkalemic (6.1 mmol/l initial hospital, 5.3 mmol/l second hospital), and the decision was made to transition the patient to hemodialysis (hd). A tunneled hd catheter (not a fresenius product) was surgically placed on (B)(6) 2022, and the patient tolerated the transition without reported issue. The patient¿s dyspnea abated after the covid-19 pneumonia was successfully treated with dexamethasone, mdi therapy and rocephin. The root cause of the hyperkalemia was not provided, however there was no mention of any cardiac side effects. After discharge on (B)(6) 2022, the patient was scheduled to start incenter hd (m-w-f) on (B)(6) 2022. The patient has recovered from the events. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s).